Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, it was found that the lot number was not printed on the package. The device was used on the patient without problem. There were no adverse consequences to the patient. Since the device was discarded, the serial number was unknown.

Manufacturer narrative:
(B)(4). Batch #: unk. Photo evaluation: the photos show the tyvek information with product code cdh25a and also it was observed that the lot number was not printed. However, no conclusion could be reached as to the cause of the reported incident as the tyvek lot is not visible in the photos, the tyvek lot would provide additional information for further investigation. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Lot number not provided to perform the device history review. Additional information was requested and the following was obtained: is it possible that you have the device batch number off of the device? Although we are asking the sales rep, we have not get the information. If yes, can you please provide us with that six digit/character batch number. If we could get the number, we will inform. Do you also have the individual carton or shipper label information that the package came with? No information. If yes, can you please provide a photo of this information for our analysis team. - no further information will be provided.